Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4) the patient presented with loss of integration (after loading) and the implant was removed.